Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device evaluation and battery testing confirmed that the battery was defective. The engineering review of the device logs determined that the battery fault was due to a component failure within the battery assembly. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery. The device was not in use when the fault occurred therefore there was no patient involvement.